Manufacturer narrative:
This report is filed may 26, 2016.

Manufacturer narrative:
This report is filed on march 29, 2016.

Event description:
Per the clinic, the patient experienced a performance decrement; resulting in the decision to explant the device. The device was explanted (B)(6) 2016. It is unknown if there are plans to reimplant the device as of the date of this report, march 23, 2016.